Event description:
The clinician reports, that the implant was inserted (B)(6) 2018 in ada 3 of the patient's mouth. Details of surgery are reported as follows: immediate extraction site. On (B)(6)2019 loss of osseointegration of the implant was verified. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection and fistula. No further patient complications were reported.